Manufacturer narrative:
The courier 170 microcatheter was returned. The dpu was returned unsheathed with the marker band bent around the core wire. The coil was successfully implanted. Located 1.5 cm off the distal tip of the marker band, the dpu has buckled. Located off the proximal end at 27.4 cm and 28.0 cm is a connected double kink on the core wire. The resheathing tool has been advanced over the proximal end of the green introducer. The maker band is correct located between 31/32 mm. Note: the end user stated in the event description that resistance was encountered and that the coil was pushed "quite forcefully". The courier could not be flushed. A 0.014' guide wire was stopped by a blood clot located approximately 30.0 em off the proximal end. The guide wire was reversed and the clot was pushed out of the microcatheter. Using a new deltaplush 1.5 mm x 3.0 em coil and the returned courier 170 microcatheter, the coil was advanced through and out the distal tip of the microcatheter multiple times with no resistance encountered. After cleaning, the returned courier 170 microcatheter passed inspection and functionality testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. This complaint was previously addressed by CAPA (B)(4).the marker band was found to be located correctly on the returned dpu. The coil was implanted. Without the return of the coil, the exact root cause cannot be determined. However, it appears that distal interference inside the microcatheter may have led to the complaint event. The evidence suggests that the blood clot that produced a blockage inside the microcatheter may have contributed to the coil's resistance. The coil's resistance was then followed by the dpu buckling at the distal section. After the clot was removed, a test coil from the same catalog number was advanced through the returned microcatheter used in the procedure with no resistance encountered. It is recommended in the instructions for use (IFU) that if resistance is encountered by the coil inside the microcatheter, the complete microcoil unit should be removed and returned for analysis. In addition, the courier 170 microcatheter passed inspection and functionality testing after the blood clot was removed. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
Deltaplush was the 2nd coil deployed. The first coil was a hydrosoft 2 x 3. During deployment of deltaplush resistance was felt and the device had to pushed quite forcefully in order to advance through the microcathter. When the whole coil had been advanced in to the aneurysm it was noted that the coil marker was not matching up with the marker on the microcathter. It was off by about 1.5cms. It appears that the dpu buckled and that is why we had misalignment. The coil still detached.